Event description:
It was reported that a communication error message was displayed on the programmer when going into the analyzer session. The analyzer was replaced with a different one, but the error remained. Technical support (ts) told the caller to slam the analyzer into the analyzer bay and clean the contacts on the analyzer. If no improvement, the programmer should be returned for repair. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, no anomalies were found. Product ID: 229047 analyzer. (B)(4).